Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a right aneurysm and bulge of lgx cylinder on (B)(6) 2018. A new inflatable penile prosthesis system with 21cmx12mm cylinders was implanted. Additional information received indicated the malfunction was clearly the loss of fluid from the bulge. The patient is good.

Manufacturer narrative:
Model/catalog 72404155. Batch/lot 693581007. Model/catalog description reservoir parylene coated with iz. Additional information.

Manufacturer narrative:
Model/catalog 72404155; batch/lot 693581007. Model/catalog description reservoir parylene coated with iz.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a right aneurysm and bulge of lgx cylinder on (B)(6) 2018. A new inflatable penile prosthesis system with 21cmx12mm cylinders was implanted. Patient status was reported as good.